Manufacturer narrative:
Reference record (B)(4).   The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. An intestinal obstruction is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On an unknown date, the patient visited the emergency department for abdominal swelling and hardness. The patient was treated with unknown interventions and discharged with a possible bowel obstruction. On (B)(6) 2020, it was reported that the patient's j-tube has been removed and the patient is now taking oral parkinson's medication.